Manufacturer narrative:
(B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3 it was reported that during upm battery replacement of the bd bactec¿ mgit¿ 960 system, the plug burst, and fire erupted during connection. The cables from the battery were cut with side cutters and the device was taken outside for ventilation. One employee inhaled smoke and free-floating plastic. The employee received a control examination in the emergency room of the same hospital. No medication was administered, nor is any further treatment planned.

Event description:
Report 2 of 3. It was reported that during upm battery replacement of the bd bactec¿ mgit¿ 960 system, the plug burst, and fire erupted during connection. The cables from the battery were cut with side cutters and the device was taken outside for ventilation. One employee inhaled smoke and free-floating plastic. The employee received a control examination in the emergency room of the same hospital. No medication was administered, nor is any further treatment planned.

Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): the customer reported that when installing a new battery in a ups, it started to smoke. The ups required the battery to be replaced and the customer was provided the battery and installation instructions. Since bd did not perform the battery installation, it could not be confirmed if the battery was installed correctly. As a follow up to this incident, an fse went on site and replaced the ups. This resolved the customer's issue. The root cause of the complaint could not be determined. This complaint is not confirmed because it was not an instrument malfunction and the ups battery replacement was performed by the customer and was not under bd's control. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and a related complaint for the ups battery replacement was noted. There were duplicate cases created for this same complaint, and these were also reviewed. No samples or parts were returned for this complaint investigation and thus, a returned sample analysis was not performed, however, numerous photos of the incident were reviewed as part of this investigation. Bd quality will continue to closely monitor for trends associated with ups related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.